Event description:
Related manufacturer reference number: 3006705815-2022-01462, and 3006705815-2022-01463. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on all contacts of one lead. Reprogramming was able to restore therapy with the other lead. In turn, one of the leads and the ipg were explanted and replaced to address the issues. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.